Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 49 mg/dl, cause was unknown. Reportedly, the pump was disconnected from the customer, and the customer required assistance addressing low bg with food. Customer reverted to manual injections for insulin therapy.